Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: review of the black box data revealed records starting on (B)(6) 2017 of unexplained power on reset events as well as battery alarms following those events. On investigation, the pump demonstrated intermittent power interruptions using the returned battery cap as well as a test battery cap. The battery cap was able to fully tighten to the pump. The electrical current draws were evaluated and determined to the within required specifications. The battery compartment was noted to be cracked with moisture corrosion inside the battery compartment. When a fully-charged battery was inserted into the battery compartment and the battery cap secured properly, the pump intermittently emitted ¿replace battery¿ alarms due to the moisture corrosion in the battery compartment. Leak testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation duplicated the complaint.